Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with phrenic nerve stimulation and shortness of breath. Upon interrogation, the left ventricular lead exhibited high capture threshold. Attempts to reprogram the lead were unsuccessful. The lead was repositioned successfully without adverse consequences to the patient. The patient no longer experienced stimulation and would continue to be followed normally.